Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Manufacturer narrative:
.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds, low impedance and caused the patient to experience pectoral muscle stimulation. A lead dislodgement was determined. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.